Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call high blood glucose and bent cannula. Customer's blood glucose level went as high as 572 mg/dl. Troubleshooting for high blood glucose was performed. Customer advised they cannot tell if their symptoms were cardiac or diabetes related. Customer treated themselves via manual syringe and did not experience abdominal pain. Customer removed the device from their body and realized they had a bent cannula. Customer advised they had also changed their settings and were missing the dome label sticker. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a missing end cap sticker, a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner and a cracked display window.